Manufacturer narrative:
Additional information: plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported being hospitalized for six days due to an e coli infection. Upon follow up with the patient's nurse, it was stated that the patient was in hospital from (B)(6) due to peritonitis. The organism was identified to be e.coli and the patient was treated with vancomycin and ceftazidime. Per the nurse that, patient was infected due to diverticultis which was not related to peritoneal dialysis therapy, as confirmed by the physician. The nurse confirmed that the patient had negative culture results when tested last week and doing just great and continued with peritoneal dialysis therapy without any issues. Patient began peritoneal dialysis therapy on (B)(6) 2017.

Manufacturer narrative:
Clinical evaluation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. There is no documentation in the complaint file that shows a causal relationship between the peritonitis and the liberty select cycler or cycler set, additionally, there is no reported machine malfunction or leak related to this event. The patient had a pre-existing diverticulitis infection which is said to be the source of the peritonitis.

Event description:
A peritoneal dialysis patient reported being hospitalized for six days due to an e coli infection. Upon follow up with the patient's nurse, it was stated that the patient was in hospital from (B)(6) due to peritonitis. The organism was identified to be e.coli and the patient was treated with vancomycin and ceftazidime. Per the nurse that, patient was infected due to diverticultis which was not related to peritoneal dialysis therapy, as confirmed by the physician. The nurse confirmed that the patient had negative culture results when tested last week and doing just great and continued with peritoneal dialysis therapy without any issues. Patient began peritoneal dialysis therapy on (B)(6) 2017.